Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that patient presented to the clinic showing non-sustained rv oversensing on the ventricular channel. Electrical measurements were tested with no anomalies detected. Programming changes were made. Device remains implanted.